Event description:
It was reported, that a patient presented in-clinic reporting discomfort. Inappropriate defibrillation therapy was also reported. No intervention or further adverse patient consequences were reported.